Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation had a depression. It was also noted that the outer insulation had a cosmetic depression, the distal and proximal conductors were distorted from pulled/stretched/overstress, the conductor was kinked/buckled, the inner insulation was torn, and the conductor was melted. Only visual analysis was performed. Kdr901 implantable pulse generator (B)(6) 2003.

Event description:
It was reported that the lead was electively replaced during a device changeout. The lead was returned, analyzed, and tested out of specification. Subsequent follow up with the physician indicated that the lead had been noted to have too much slack and was repositioned. During the procedure, the lead was thought to have been nicked. The lead remained in use and was monitored until it was replaced. No patient complications have been reported as a result of this event.